Event description:
It was reported that during an atrial tachycardia procedure, the pt went into complete av block, while ablating with the thermocool catheter on the ra septum for 3 seconds at 50watts and 30ml/min on cool flow pump. Pt took a deep breath, moving the catheter onto the av node causing the block. A st. Jude sr0 sheath was being used to put thermocool catheter through. A temporary pacemaker was placed and the pt was sent to the ICU. The pt had previously had multiple ablations. As of 2009, the pt was implanted with a permanent pacemaker and was discharged home. Physician stated that he had explained possible probability of this as risk of procedure, and if arrhythmia were to go unresolved.

Manufacturer narrative:
The catheter was evaluated for visual test, patency/flow test, electrical test, temperature bath test, and generator test. The catheter passed all tests and no defects were found. A st. Jude sr0 sheath was also used during the procedure. The customer stated that the event is procedure related, and was not due to a failure of biosense webster equipment.